Manufacturer narrative:
Result code: 213 should be corrected to 114. Claim#: (B)(4).

Manufacturer narrative:
Device evaluation: lens was returned moisture on the lens, in micro-centrifuge vial. Visual inspection found haptic torn. Claim#: (B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. This product is not marketed in the us. (B)(4). Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticm5_12.6, -12.00/2.0/090 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2017. Lens rotation not associated to a low vault was observed, the lens was removed and exchanged on (B)(6) 2019 for a spherical lens and the problem was resolved.